Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Upon insertion of a delivery catheter of a contralateral leg component (pxc121400j/14139223), it was reported that a gore dryseal sheath could not be advanced all the way into the contralateral gate of the trunk ipsilateral leg component; therefore, the delivery catheter was advanced outside the sheath into the contralateral gate. The leading olive reportedly got caught on the gate, and the delivery catheter was twisted to free the catch and further advanced into the gate. After the successful deployment of the pxc121400j, the delivery catheter was withdrawn from the patient. As the physician attempted to change the guidewire and inserted the new guidewire, it was realized that the leading olive of the pxc121400j delivery catheter was free-floating in the patient's descending thoracic aorta. A snare catheter was used to retrieve the olive from the patient. It was reported that the patient's right access vessel was severely tortuous. No injury was reported from this incident. The procedure concluded without any further complications, and the patient tolerated the procedure. The patient's weight, dob, medications, and medical history were not available.

Manufacturer narrative:
(B)(4). Evaluation summary - the device was returned to gore for evaluation. During the investigation, it was observed that the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. It was also observed there was a twist in the guidewire lumen which is indicative of the device being rotated. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. However, use outside of the IFU use may have contributed to the event.